Event description:
Reporter indicated that vns pt underwent generator replacement surgery due to device malfunction. Treating neurologist indicated that he believed that the generator had reached premature end of service.